Event description:
One pt sample with free t4 results that do not fit with clinical picture and are discrepant when repeated by another method. Initial free t4 result gave 27.0 pmol/l; repeat gave 20.3 pmol/l. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.